Event description:
During electrical safety testing, the biomed reportedly noted that the aisys failed to run on battery when mains power was removed. The unit passed the system check, and the battery status on the screen indicated that the battery was full. Ge healthcare performed a checkout of the unit and confirmed the reported complaint. The system batteries were replaced, and the reported complaint was resolved. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.